Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.4, retest #1 inratio: 7.2, retest #2 inratio: 3.7, lab: 7.8. Customer reports testing 5 times on inratio meter before getting a lab test. Customer could only remember 3 meter results. Meter results were done within 20 minutes of each other. The lab result was drawn 4 to 5 hours later. Customer changed coumadin dosage based on inratio result but did not specify if they increased or decreased the dose, technical service rep was unable to contact customer for further clarification.

Manufacturer narrative:
Investigation pending.